Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. During preparation of a 2.50 x 38 synergy¿ drug-eluting stent, it was noted that the stent moved during removal of the stent protector. The procedure was completed with another 2.50 x 38 synergy¿ stent . No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was moved distally on the balloon. The stent protector was returned with device, the inner diameter of stent protector was measured with pin gage. The stent was stretched distally past the distal tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile, tip profile or the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on the balloon. During preparation of a 2.50 x 38 synergy¿ drug-eluting stent, it was noted that the stent moved during removal of the stent protector. The procedure was completed with another 2.50 x 38 synergy¿ stent . No patient complications were reported and the patient's status was good.